Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's systems had low impedances on the left side, and high impedances on the right side. Surgical intervention was undertaken on (B)(6) 2025 wherein it was discovered that the left extension pulled out from the ipg, and the right lead pulled out from the extension. The left extension was reinserted into the ipg, and the right lead was reinserted into the right extension to resolve the issue.